Event description:
It was reported that the pre-syncopal patient presented post operatively, and went into an intrinsic escape rhythm before the interrogation began. Upon interrogation, the implantable cardioverter defibrillator exhibited loss of capture on the left ventricular and right ventricular channels. Programming changes were made, and left ventricular capture was restored with good threshold. The capture threshold of right ventricular lead was fluctuating. A revision procedure was performed to reposition the lead. The patient made a full recovery.